Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer could not hear alerts on the pump. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot issue with tandem technical support. In addition, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the tubing has caught onto the customer's purse and punctured the tubing causing air bubbles to form in the tubing. Customer changed the tubing to resolve the issue. Customer's blood glucose level was 261 mg/dl.